Event description:
On (B)(6) 2013, the reporter stated that with the use of a special custom 50ml syringe the plunger movement malfunctioned while using with an infusion pump. In relay mode, one of the two syringes pumps did not infuse the drug of noradrenaline. The clinician verified that the green light was active, but the piston and the plunger did not move. No alarm triggered and when the clinician discovered the defect, the bolus of medication was not administered. This resulted in worsening of the pt's health status. The pt required a cardiac massage. It is reported that the pt is alive. No other info is available at this time.

Manufacturer narrative:
A sample was received and is in the process of being evaluated. Once the evaluation is complete the info will be sent as a supplemental.